Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for purulent discharge, abscess, pain and bacterial infection issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, component, method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the device was implanted. In (B)(6) 2025, it was reported that post port placement, patient allegedly experienced purulent discharge was observed at the supraclavicular incision site and staphylococcus aureus was identified via culture. After enhanced wound care, the incision healed without systemic symptoms. The patient successfully underwent three cycles of gemcitabine and cisplatin chemotherapy. On (B)(6) 2025, during admission for concurrent chemotherapy, a localized mass with fluctuation and pain developed at the port site. Ultrasound suggested an abscess, and aspiration confirmed staphylococcus aureus infection. The port was removed, and antimicrobial therapy was initiated with cefotiam, later adjusted to levofloxacin based on susceptibility testing. The wound has now healed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the device was implanted. In may 2025, it was reported that post port placement, patient allegedly experienced purulent discharge was observed at the supraclavicular incision site and staphylococcus aureus was identified via culture. After enhanced wound care, the incision healed without systemic symptoms. The patient successfully underwent three cycles of gemcitabine and cisplatin chemotherapy. On (B)(6) 2025, during admission for concurrent chemotherapy, a localized mass with fluctuation and pain developed at the port site. Ultrasound suggested an abscess, and aspiration confirmed staphylococcus aureus infection. The port was removed, and antimicrobial therapy was initiated with cefotiam, later adjusted to levofloxacin based on susceptibility testing. The wound has now healed. The current status of the patient was unknown.